Manufacturer narrative:
(B)(4). The device, active right atrial (ra) lead and the two chronic, abandoned leads were explanted and the patient was treated with additional antibiotics. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to a routine device follow-up, the first device check since the most recent pacemaker was implanted in 2013. Inflammation was observed at the device pocket, but the skin was intact. Device interrogation confirmed normal lead measurements, and an ECG revealed normal sinus rhythm at a rate of 75 bpm. Echocardiography showed left ventricular ejection fraction of 60%; an image suggestive for vegetation on the atrial lead was also observed. The patient reported being treated for a nonspecific infection by the family physician. The electrophysiologist planned to explant the device and leads, due to the infection. No adverse patient effects were reported.